Manufacturer narrative:
Device identifier # (B)(4) the microsensor was not returned therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a

Manufacturer narrative:
The microsensor was returned for evaluation. A review of quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. Failure analysis: catheter was received in drainage tube and was cut into and only partial was received. No test was possible. The complaint was not confirmed. The root cause is undetermined and was unable to be confirmed in the complaint evaluation. Currently the complaint issue does not represent an adverse trend, however the issue will continue to be monitored and trended through the complaint evaluation process. The risk remains acceptable per the risk analysis.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the microsensor was leaking liquid 5 cm away from the tip during implantation. The procedure was completed with a replacement product available and the event led to 30 minutes surgical delay.